Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8352500. Model: sc-8352-50. Serial: (B)(6). Batch: 7070103.

Event description:
It was reported that patients implantable pulse generator had eroded out of the body and has been exposed to the air. The patient underwent an explant procedure where all devices were removed and will not be return due to facility policy.